Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non pacemaker dependent patient presented in clinic for routine follow up, high, out of range pacing impedance, intermittent capture, and noise were observed on the rv lead. Short pauses due to loss of capture were also observed. Programming changes were made. The patient was stable and will continue to be monitored.